Event description:
I became symptomatic for covid on "(B)(6)." I took a binaxnow test and an ihealth test at home both with positive test results. On day 6 I used a quickvue test which was faintly positive and used the second test from that box the following day which looked negative. From day 5 through today I have been mildly symptomatic and slowly improving. I took a flowflex test yesterday which was solidly positive. Today I did a flowflex- positive, quickvue- negative, binaxnow- positive. I think the quickvue tests are reading false negatives. I assure you I performed all of these tests as directed with adequate samples for all tests.